Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was trying to connect to the implant and was getting the device not responding message. The patient restarted the handset and repositioned the communicator but the patient was not able to connect to the ins. The patient said they were able to feel the ins through the skin and placed the communicator on the skin right over the ins. Patient said they have been having a lot of back issues recently and the healthcare provider did x rays and thinks the patient has some serious curvature going on. Patient is barely walking around and takes pain meds. An email was sent to the repair department. Additional information was received from the patient. They reported that the ins was explanted because of malfunction. In a second call they noted that their previous device stopped working. The patient said they weren't able to connect to the ins and the device was "doing all kinds of weird things." The patient said the battery was "putting out too much." The patient said there was plenty of life left in the ins. The patient said they had the device for 2.5 years and it quit working. They said they started having to go to the bathroom more. They noted they also messed up their back and needed a MRI.